Event description:
Customer called to report insulin pump alarmed during the prime process. Customer mentioned the motor sounded like it was slowing down. Blood glucose reading at the time was 600 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was unable to prime during the prime/a33 test due to a protruded/loose drive support disk. No motor error alarm or motor anomaly was noted. The motor passed the motor test. The device was received with a scratched lcd window, cracked display window corners, missing end cap sticker and cracked reservoir tube lip.